Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. Unit was received with cracked lcd window, minor scratched lcd window, cracked case at display window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 at around 8:45 pm due to low blood glucose. The customer had a snack, took a bolus from the insulin pump, and passed out. The customer¿s blood glucose at the time of admission was 143 mg/dl. The customer was released by midnight. They were wearing the insulin pump at the time of hospitalization. Additionally, the customer reported that the drive support cap was uneven. The insulin pump will be returned for analysis.